Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. The result of the evaluation was that the middle clip on one side of the hanger bar was broken, which confirmed the original complaint issue. However, the underlying cause could not be determined.

Event description:
Customer states the clip on the cradle snapped.

Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.

Event description:
Customer states the clip on the cradle snapped.